Manufacturer narrative:
The reported event of noise was confirmed. As received, only the middle portion of the lead was returned in one piece, measuring 40.6 cm. External insulation abrasion was noted at 37.7- 37.8 cm from the reference end consistent with lead friction to another device or feature of patient anatomy.

Manufacturer narrative:
A partial lead was returned. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited multiple episodes of noise and oversensing. The lead was explanted and replaced. The patient was stable.